Event description:
The dental implant fx4512swc was removed on (B)(6) 2019 due to failure to osseointegrate 3 months after implantation. The patient has history of arthritis, htn, and dementia. The doctor noted local infection, bone resorption, and peri-implantitis during explantation. The patient has recovered without complications.